Event description:
Device malfunction: marker blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, no arterial flow was seen through the marker lumen. The device was removed and hemostasis was achieved using a second prostar xl device. There were no reported pt adverse effects. No additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.